Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. During investigation of the electrode pads to determine root cause, the technician observed the wire being detached from the pad was due to handling not consistent with typical use. A visual inspection of the wire shows the wire was frayed in a manner that was indicative of a stress tear. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while performing CPR on a (B)(6) year-old-male patient, the clinician observed that a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired; however they do not believe this was device associated.